Manufacturer narrative:
Investigation - evaluation a review of the device history record, complaint history, and drawing, instructions for use, specification and visual inspection was conducted on the returned device during the investigation. One open package containing complaint device (stent, coil straightener and positioner) was received. During investigation, it was discovered that stent was returned without the braided tether. The stent was torn during removal of the tether. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. A review of the device history record did not observe any non-conformances that may have contributed to this incident. Based on the provided information a root cause is due to product use or handling related. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. Per the risk assessment no further action is required. Investigation - evaluation a review of the device history record, complaint history, and drawing, instructions for use, specification and visual inspection was conducted on the returned device during the investigation. One open package containing complaint device (stent, coil straightener and positioner) was received. During investigation, it was discovered that stent was returned without the braided tether. The stent was torn during removal of the tether. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. A review of the device history record did not observe any non-conformances that may have contributed to this incident. Based on the provided information a root cause is due to product use or handling related. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. Per the risk assessment no further action is required.

Manufacturer narrative:
Corrected information: investigation - evaluation: a review of the documentation, specifications, quality control, visual inspection and functional testing of the returned device was conducted during the investigation. Only one device was returned for investigation. The device was returned with the unidex (udh) handle in the open position. The basket formation was partially open, 7 mm extends end of basket sheath. The support sheath is bowed in appearance. The mlla (male luer lock adaptor) and collet knob are tight and secure. A functional test noted the udh handle actuates the basket formation. A visual examination noted that one of the basket wires is broken. There are multiple kinks in the basket sheath. No lot number was provided; therefore a device history review and complaints query could not be performed. If new information becomes available the complaint will be updated at that time. Based on the information provided, examination of the one device returned, and the results of our investigation; a definitive root cause could not be determined. However, appropriate measures have been initiated to address this failure mode. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported that during an ureteroscopy with laser lithotripsy stone extraction procedure on a patient, the physician used an ncircle tipless stone extractor device. After capturing some stones, the 4 wires of the basket collapsed and appeared like a two wire basket to the physician. Similar event occurred on two different ncircle tipless stone extractor devices. The physician completed the procedure with a different device. No unintended section of the device remained inside the patient's body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.